Event description:
A malfunction, identified as malf 12-0x2071, was reported to have occurred on two consecutive nights. There was no adverse impact to the customer¿s blood glucose level. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.